Manufacturer narrative:
The author's investigation concludes the infections were traced back to the same organism found on the faucet in the dialyzer reprocessing room. The author also discovered that all of the cases used the same type of dialyzer with a removable o-ring header. The three pts who developed sepsis were the only ones in the facility to use this type of dialyzer. No other info is available to fmcna at the time of the writing of this report. The author has been contacted and she has agreed to forward any add'l info to fmcna. If/when add'l info becomes available, a follow up report will be generated.

Event description:
A report was received from a literature source that 3 pts contracted bacterial infections in the blood cause by improper cleaning and disinfection of the dialyzer. All three of the pts were infected with stenotrophomonas maltophilia, a rare type of gram negative bacteria. Two of the pts were also positive for candida parapsilosis. One of these pts was positive for candida parapsilosis in the dialyzer only. One pt was reported to be assessed and treated as an outpatient. The facility practiced dialyzer reuse and as a result of the pts' illnesses, the facility has discontinued the practice of dialyzer reuse. All pts were reported to have recovered.